Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 54 mg/dl. The customer reported that the sensor had a calibration error. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.